Event description:
It was reported that balloon tear occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mmx30mm, eccentric target lesion was located in the mildly tortuous and mildly calcified middle left anterior descending artery. After a 6fr 3.0 non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.25x15 emerge balloon catheter resulting to 80% residual stenosis. After a 2.75x32mm promus elite drug-eluting stent was implanted, a 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation; however, the balloon could not be tracked into the guidewire and a tear was noticed on the mid-section of the balloon. A 3.5x12mm nc emerge was used to post dilate and the procedure was completed. No patient complications nor injuries were reported and the patient status was stable.

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mmx30mm, eccentric target lesion was located in the mildly tortuous and mildly calcified middle left anterior descending artery. After a 6fr 3.0 non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.25x15 emerge balloon catheter resulting to 80% residual stenosis. After a 2.75x32mm promus elite drug-eluting stent was implanted, a 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation; however, the balloon could not be tracked into the guidewire and a tear was noticed on the mid-section of the balloon. A 3.5x12mm nc emerge was used to post dilate and the procedure was completed. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen. The guidewire lumen was buckled and prolapsed with a hole, 3mm distal from the bicomponent weld, at 1mm in length. The balloon had tight folds. Further inspection of the remainder of the device presented no other damage or irregularities.